Manufacturer narrative:
Intuitive followed up and obtained additional information. There was no harm to the patient. There was a procedure delay. The reported event with the instrument (refer to MFR report number 2955842-2025-01453 for additional details) could not be replicated nor confirmed. The medium-large clip applier instrument underwent internal and external inspection, no issues were detected. Failure analysis could not verify the customer reported event. The instrument was tested on an in-house system and passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grip tips opened and closed properly. The instrument was fully functional. No product issue was found. The medium-large clip applier was received with no remaining uses, indicating that the instrument was preciously not utilized. During in-house testing the instrument applied three clips successfully. Based on the investigation results, customer reported issues may be due to other factors unrelated to the product.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did not receive the monopolar energy cable with an alleged issue to perform failure analysis. An RMA had been issued requesting to have the isi device returned; however, isi did not receive the RMA to confirm/identify the failure mode.

Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, the monopolar energy cable caught fire and was changed. The user completed the procedure with no further issue reported. No fragment fell inside the patient. No known impact or patient consequence was reported.